Event description:
It was reported to boston scientific corporation that a spaceoar device was intended to be use during a spaceoar implantation procedure. During preparation, unknown foreign material was found in the accelerator syringe. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a18104 captures the reportable event contamination with chemical or other material.

Manufacturer narrative:
Block h6: imdrf device code a18104 captures the reportable event contamination with chemical or other material. Device evaluation: investigation summary the product has been returned to the manufacturer, the spaceoar kit with all the components were received. Diluent syringe was empty, and peg was completely dissolved in the diluent solution. Visual inspection was performed in the accelerator syringe, no foreign material was observed. Therefore, the complaint was not confirmed. Device history record review: a review of the manufacturing documentation for this device was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The review confirmed the device met all manufacturing specifications. Labeling review: a labeling review was performed and there is no indication that the device was not used in accordance with the labeling. Investigation conclusion code: based on all available information and objective evidence from product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected.

Event description:
It was reported to boston scientific corporation that a spaceoar device was intended to be use during a spaceoar implantation procedure. During preparation, unknown foreign material was found in the accelerator syringe. The procedure was completed with another of the same device.